Event description:
It was reported a patient experienced severe pain and swelling immediately after receiving the supartz injection in the right knee. The patient went to the emergency room two days post injection due to continued symptoms where the patient was given an MRI and an x-ray. Based on the imaging results the patient was diagnosed with aggravated bakers' cyst. The patient was treated with oxycodone for pain and released. The patient was instructed to return to the emergency room if the symptoms persisted to rule out a potential blood clot via ultrasound. The patient returned to the emergency room on (B)(6) 2024 where they were given an ultrasound. The ultrasound was negative for blood clot and an infection was suspected. The patient was admitted and scheduled for a wash out procedure the next day. Cultures were taken confirming an infection of staphylococcus epidermis. The patient was treated with antibiotics. The patient was discharged on (B)(6) 2024. The patient returned to the emergency department on (B)(6) 2024 due to severe swelling. The patient was admitted and received a second washout procedure, additional cultures were taken and were negative for microbial growth. The patient status is reported as improving.